Event description:
It was reported that after the 2.5x23 mm xience xpedition stent was deployed in the moderately calcified and tortuous, left anterior descending coronary artery, there was a dissection at the edge of the stent. One 2.5x15 mm xience xpedition stent was deployed to successfully treat the dissection. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures.